Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the right femoral artery. The stenosed, de novo lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The physician advanced an unknown stent to the lesion location. Then the physician advanced a 8mmx3.50mm nc quantum apex balloon to post-dilate the stent with 13 atms. On the second inflation, the nc quantum apex balloon ruptured at 16 atms. The procedure was completed with another 8mmx3.50mm nc quantum apex balloon. There were no patient complications reported and the patient's status was good.